Event description:
The patient reported: my teeth have not come together. I went to the dentist and am now getting crowns to cover the gaps. My dentist said I am not a candidate for braces due to the shape of my rounded teeth. Please issue me a refund. I can send the paperwork from aspen dental if needed. I've experienced bleeding, inflammation, and the aligners are not fitting properly. The clinician requested a letter of recommendation from the patient, but the patient did not provide the letter of recommendation or respond to any further inquiries. No additional information was provided. Based on the available information, it is likely that this issue may have caused or contributed to injury to the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.